Manufacturer narrative:
Submitted to correct event problem and evaluation codes: patient code: to (B)(4) remove device, method, results codes, entered in error- evaluation still in process. Evaluation code changed to: no: evaluation is still in process: remove evaluation results - evaluation still in process.

Manufacturer narrative:
Evaluation results: the evaluation of the customers issue included a search for similar complaints, a review of labeling and a review of the product quality history for the lot number. No trend was identified for the customers issue. Testing was performed using an in-house retained kit of lot 10506ui00 and all specifications were met, indicating the lot is performing acceptably. Based on all available information no product deficiency was identified. No additional patient information was provided by the customer.

Event description:
The customer reported falsely decreased architect tsh (thyroid stimulating hormone) assay for one patient. The customer provided the following results: sid (B)(6), initial = 4.740 uiu/ml; repeat = 8.2986, 8.4797, 8.3157 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation results: the evaluation of the customers issue included a search for similar complaints, a review of labeling and a review of the product quality history for the lot number. No trend was identified for the customers issue. Testing was performed using an in-house retain kit of lot 10506ui00 and all specifications was met indicating the lot is preforming acceptably. Based on all available information no product deficiency was identified. All available patient information is included. Additional patient details are not available.